Event description:
Crna reported that containers of sodasorb lf (co2 absorbent) arrive with partial color change or substantial color change, indicating absorption of co2 from ambient air. Asborbent dust coming out of outer plastic wrap indicates presence of a pin hole in the outer plastic film wrap.